Event description:
The hcp reported when attempting to fill the pump they could not advance the drug. They were able to get one cc in the pump. The estimated reservoir volume was 0.5 ml and the actual reservoir volume was 0.5 ml. Negative pressure on the pump was attempted but the hcp was unable to get any drug in or out. The pt was brought back in for an aspiration procedure on the pump which was unsuccessful. Negative pressure was again attempted for thirty minutes with no success. X-rays were taken which showed an apparently collapsed bellows. They were unable to push anything in under x-ray. A bolus was attempted with no success. The hcp is planning on explanting the pump which has been implanted for over 5 years. Add'l info has been requested from the hcp but was not available on the date of this report.